Event description:
It was reported that four years two months twenty five days post port placement procedure, the port was allegedly found to be blocked. It was further reported that a portogram was done and it was found that there was a leak three centimeter distal from port. The patient allegedly experienced pain. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation and one photo was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial compound break was noted on the attached catheter the distal end of the cath-lock. The edges of the partial compound break on the attached catheter were noted to be uneven and the surface was noted to be round and smooth on both regions. Splits were noted on the border of both regions. A kink was noted on the attached catheter, proximal to the distal end of the cath-lock. Upon infusion, a leak was observed from the partial compound break on the attached catheter. Therefore, the investigation is confirmed for the reported fracture and fluid leak and the identified deformation and naturally worn issues. However, the investigation is inconclusive for the reported obstruction issue as further evidence of clinical conditions at the time of use would be necessary to confirm the event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years, two months, and twenty-five days post a port placement, the port was allegedly found to be blocked. It was further reported that a portogram was done and it was found that there was allegedly a leak three centimeter distal from the port. Furthermore, the patient allegedly experienced pain. Reportedly, the port was removed and replaced. There was no reported patient injury.